Manufacturer narrative:
(B)(4). Implanted device remains.

Event description:
Per the clinic, the patient experienced magnet dislodgement on (B)(6) 2014. The implanted device remains. Revision surgery is planned but has not taken place as of the date of this report, (B)(6) 2014.

Manufacturer narrative:
Per the patient's surgeon, surgery to place the magnet back into proper position has been completed on (B)(6) 2014. This report is filed february 24, 2015. Implanted device remains.